Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the insertion tube coating likely peeled off due to physical stress, chemical stress caused by deviating from the instructions for reprocessing, or stress caused by a poor storage environment. However, a definitive root cause could not be determined. The device's instructions for use (IFU) provides the following regarding applying stress to the insertion section: important information please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The device's IFU warns against deviating from the reprocessing manual: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. The device's IFU warns against storing the endoscope in a poor environment: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk. In addition, during inspection and testing, service found the image was lost when angulation was moved in the ¿up¿ direction, confirming the reported event. However, the image restored to normal when it was angulated to the "down" direction. This was found to be caused by a broken charge-coupled device (ccd) cable inside the bending section. Service also observed the insertion tube was scratched due to physical stress. Per the legal manufacturer, these issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
A nurse at the user facility reported that when preparing the subject device for use during an unspecified procedure, and before the patient was under anesthesia, there was no image during angulation. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the evaluation of the device (coating peeling off).